Event description:
Ous MDR- after an implantation time of about 2 months, no capture was reported. No deterioration in the patient¿s state of health was reported. The lead was explanted and a new one implanted.

Manufacturer narrative:
Ous MDR.